Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #: -, ubd: unknown, UDI#: unknown ; product ID: bi71000203, serial/lot #: -, ubd: unknown, UDI#: unknown h6: multiple annex g codes were reported. G02034 corresponds to the concomitant product bi71000166. G04078 corresponds to the concomitant product bi71000203. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: this event occurred in canada, see e1-e3. H3, h6: the system was serviced in the field by a medtronic representative. The upper dingus was engaged and the lower one was disengaged. The rep had to use the open/close manual technique to resolve the issue. The rep also had to adjust the open/close door switch. Codes b01, c07, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a lumbar spinal fusion. It was reported that  this system was displaying "gantry open" even though the gantry was closed. The local representative (cc) was also unable to open the gantry. Troubleshooting was performed. Technical services (ts) had the cc try to squeeze the gantry in order to make sure the system recognizes that the gantry was closed. The system still displayed "gantry open." The cc attempted to use the yellow button on the side of the gantry to open it, but it remained closed. Upon trying to open the gantry manually, the cc was unable to turn the rotor enough to insert the pin. Upon trying to rotate the gantry the other way, the gantry appeared to start opening. There was a reported delay to the procedure of 14 minutes. There was no reported impact to the patient.